Manufacturer narrative:
Correction to initial MDR in block h6.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of parkinsons symptoms due to inadequate stimulation. The patient reported that their motor functioning deteriorated, and they could hardly dress or undress. The physician noted soft speech and severe hypomimia. The patient was placed on levodopa. Additional information was received that a database analysis of the implantable pulse generator (ipg) revealed that the stimulation had been on for twenty-four hours a day and there had been no changes to the stimulation since march. Impedances are within range but have changed over time. Additional information was received that the patient underwent a procedure to explant the ipg.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of parkinsons symptoms due to inadequate stimulation. The patient reported that their motor functioning deteriorated, and they could hardly dress or undress. The physician noted soft speech and severe hypomimia. The patient was placed on levodopa.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of parkinsons symptoms due to inadequate stimulation. The patient reported that their motor functioning deteriorated, and they could hardly dress or undress. The physician noted soft speech and severe hypomimia. The patient was placed on levodopa. Additional information was received that a database analysis of the implantable pulse generator (ipg) revealed that the stimulation had been on for twenty-four hours a day and there had been no changes to the stimulation since march. Impedances are within range but have changed over time. Additional information was received that the patient underwent a procedure to explant the ipg. Additiona information was received that clarified the patient had undergone a revision procedure wherein the ipg was replaced.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of parkinsons symptoms due to inadequate stimulation. The patient reported that their motor functioning deteriorated, and they could hardly dress or undress. The physician noted soft speech and severe hypomimia. The patient was placed on levodopa. Additional information was received that a database analysis of the implantable pulse generator (ipg) revealed that the stimulation had been on for twenty-four hours a day and there had been no changes to the stimulation since march. Impedances are within range but have changed over time.

Manufacturer narrative:
The returned vercise genus ipg was analyzed and passed all tests, exhibiting normal device characteristics. A review of the labeling revealed no anomalies. The reported symptoms, such as inadequate stimulation, motor issues (e.g., paresis, weakness, incoordination, tremor, dystonia, dyskinesias), falls, and speech or language difficulties, are identified in the instructions for use (IFU) as known risks associated with deep brain stimulation (dbs). Based on the available information, the reported recurrence of parkinsons symptoms due to inadequate stimulation could not be confirmed. Therefore, engineers concluded that the most probable cause is a known inherent risk of dbs, as outlined in the IFU.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of parkinsons symptoms due to inadequate stimulation. The patient reported that their motor functioning deteriorated, and they could hardly dress or undress. The physician noted soft speech and severe hypomimia. The patient was placed on levodopa. Additional information was received that a database analysis of the implantable pulse generator (ipg) revealed that the stimulation had been on for twenty-four hours a day and there had been no changes to the stimulation since march. Impedances are within range but have changed over time. Additional information was received that the patient underwent a procedure to explant the ipg. Additional information was received that clarified the patient had undergone a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Correction to follow up MDR in block h6.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced return of parkinsons symptoms due to inadequate stimulation. The patient reported that their motor functioning deteriorated, and they could hardly dress or undress. The physician noted soft speech and severe hypomimia. The patient was placed on levodopa. Additional information was received that a database analysis of the implantable pulse generator (ipg) revealed that the stimulation had been on for twenty-four hours a day and there had been no changes to the stimulation since march. Impedances are within range but have changed over time.